Manufacturer narrative:
Event summary: the full delivery system was returned, analyzed, and the delivery system shaft was mechanically kinked/buckled. The delivery system inner tubing was kinked/buckled. The shaft of the delivery system was mechanically bent. The articulation of the delivery system was out of plane. Blood was observed on the shaft of the delivery system. Blood was observed on the sheath. Blood was observed in the lumen of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the shaft is kink/buckled at 4.5 centimeters from the distal end of the delivery system. The shaft is bent at 53 centimeters from the distal end of the delivery system. There is blood on the shaft located at the distal end of the stability member. There is blood on the inner shaft/lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while re-positioning, the delivery catheter system deflection mechanism broke and catheter system was replaced with a new one. No patient complications have been reported as a result of this event.